Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red dot on top of the number "1" on the lock screen. Reportedly, the display issue did not block any graphics or text. Additionally, it was reported that the customer experienced resistance when inserting insulin into the cartridge. The customer verified that insulin was coming out of the syringe and needle successfully. As the issue occurred in the past, troubleshooting was unable to be performed. Customer was eventually able to successfully fill the cartridge and resumed insulin therapy. Customer's blood glucose was 213 mg/dl.